Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. The capsule was placed and suction was held for one minute, but the capsule did not detach from the guide wire. Once removed from the patient, it deployed externally. They used another capsule and it was placed successfully after removing the malfunctioning capsule. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an esophagogastroduodenoscopy (egd) had been performed prior to the procedure and showed the esophagus to be normal. A small amount of lubricant was used to facilitate placement of the capsule and the capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The bravo device was received for evaluation. The returned sample met specification as received by medtronic. The customer reported they had a capsule which failed to attach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.